Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the left ventricular lead exhibited high, out of range pacing impedance and high capture threshold. Programming changes were made. There were no consequences to the patient.

Event description:
New information received noted that the patient presented for lead revision procedure. Upon review, it was revealed that the left ventricular lead had suspected fracture. Also, high pacing lead impedance was noted. The left ventricular lead was capped and replaced on 8jun2020. There were no consequences to the patient.